Event description:
Once CPR was initiated the doctor applied the pads and they would not discharge, the nurse then tried and again a third person. Still no discharge. Another device was brought in but patient expired. Performed 200 joules test discharge after reseating quick combo adapter and cable.